Event description:
Surgical mesh and surgical sling had to be explanted after pt developed abscess and severe infection. Required transfer to a higher level of care. Pt was critically ill and is now doing well. Pt brought this to my attention this is why report is late.